Manufacturer narrative:
Further information from the reporter regarding event has been requested. No additional information is available at this time. The event of incorrect placement is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a xen®45 gts incorrect placement in an unknown eye. The device will not be returned but it is unknown if the xen has been removed and/or discarded. Surgery was completed with another xen.